Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: when liquid is drawn up, part of the solution runs between plunger and cylinder. Possible contact with cytostasis.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/16/2020 h.6. Investigation: one used sample was received for evaluation by our quality engineer. Through visual inspection of the sample, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak. A device history review was performed for the reported lot 1909222, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1909222 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and not issues were identified. Based on the available information we are not able to determine a root cause at this time. : see h.10.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: when liquid is drawn up, part of the solution runs between plunger and cylinder. Possible contact with cytostasis.